Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with de-novo cardiomyopathy and non-st elevated myocardial infarction was was implanted with an impella cp for mechanical circulatory support. During support, the patient showed signs of sepsis, and a biopsy showed signs of infection (myocarditis). The patient remained on impella cp support and was scheduled to be escalated to an impella 5.5 the following week with no information on treatment or intervention provided to patient for sepsis.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The device passed all post-sterile inspection checks. The cause of the sepsis/ infection was not determined since product was not returned and all the necessary information was not provided. This report is being filed as part of a retrospective review of historical records.